Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery depleted form 70% to 30% within one day. The customer¿s blood glucose was 257 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.